Event description:
Edwards received information through its implant patient registry that a 29mm 11400m mitral valve was explanted after a duration of two (2) years and two (2) months due to unknown reason. A smaller size same model 27mm 11400m mitral valve was implanted in replacement.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to h6. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.